Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing the reported problem of "thermistor disparity" was not reproduced. A review of the event history log (ehl) revealed occurrences of system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream thermistor out of specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.